Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left and right frame are broken at weld where the back cane attaches.